Event description:
The following was reported to gore: on an unknown date in (B)(6), the patient presented with an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, an infection of the aneurysm sack due to an aorto-digestive fistula was identified and it was necessary to explant the device on (B)(6) 2018.

Manufacturer narrative:
Code 3218: the provided geprovas explant report was reviewed. The gore explant investigator provided the following summary: tissue present: yes. Scattered red/brown tissue was present on the abluminal and luminal (minimal) surfaces of both devices. Tan/yellow tissue was present on the albumen surface, at the distal pole of segment 1. The tan/yellow tissue extended beyond the end of the device and partially obscured the lumen. An orange foam was observed on the external surface of the devices. The orange foam is consistent with iodinated povidone, which was likely used during the explant procedure because of the infection. Serration marks were present on the main body proximal end of segment 1. The deployment sleeve on segment 2 was detached from the proximal end. All material disruptions (i.e., serration marks and constraint sleeve) appear to be consistent with surgical instrumentation (i.e., hemostat or forceps), likely used during the explant procedure. Request for additional analysis: no. Reason: material disruptions are consistent with those caused by surgical instrumentation during the explant process. No additional analysis was requested. Based on review of the report in conjunction with the conclusion of the geprovas investigators, no additional analysis was requested.

Event description:
The following was reported to gore: on an unknown date in 2012, the patient presented with an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018 the endograft was explanted because of an infection of the aneurysm sack due to an aorto-digestive fistula.